Manufacturer narrative:
Additional information: unique device identification (UDI) provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Correction: this MDR is being re-filed per request of the FDA, as the previous initial MDR submission was filed inadvertently under the wrong MDR number (1723170-2018-02603) on 6/8/2018. UDI not available for this instrument at time of filing. The original reported date received by manufacturer was 06/08/2018. A medtronic representative went to the site to test the equipment. The navigation system was scanned, checked and verified for inaccuracy. The accuracy was found to be ok. The hardware, software, and instruments passed the system checkout. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced in the system. Repopulated with current FDA codes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac thoracolumbar procedure. It was reported that when the site navigated on an imaging system spin, navigation was 2 mm off the skin in the sagittal view. There was no patient impact reported and a surgical delay of less than one hour.